Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a blank (black) display was confirmed via a review of the device's electronic records. Ventec updated the device software to version l to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was device software version k. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device's display was black (blank). There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided.